Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : addr01 ipg, implanted: (B)(6)2007. (B)(4).

Event description:
It was reported that the right atrial lead had oversensing and noise was observed on the atrial electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.